Event description:
Caller reported a cgm error code 42. There was no adverse impact to the customer¿s blood glucose level. Corrective actions were taken as cts provided complete pump reset information and walked the caller through the pump reset process, which resolved the error without displaying the code again.